Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the recipient report the active electrode migrated postoperatively outside of the cochlea, as confirmed by post-operative diagnostic imaging. A revision surgery to re-insert the electrode was performed, however during this surgery the electrode array got damaged. In addition a complete insertion was not achieved during implantation surgery. According to the implant registration card one channel was left extra-cochlear. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The hospital wanted to perform a revision surgery after detecting a migration of the electrode array through CT scans (possible 4 electrodes out of cochlea). An otoscopic observation was performed and the electrode array was found to be behind the tympanic membrane. A revision surgery to reinsert the electrode array was performed on (B)(6) 2021. However, during the revision surgery resistance was observed and it was visually observed that the array was damaged at channels 5 and 6. Therefore, the user was re-implanted during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hospital wanted to perform a revision surgery after detecting a migration of the electrode array through CT scans (possible 4 electrodes out of cochlea). An otoscopic observation was performed and the electrode array was found to be behind the tympanic membrane. A revision surgery was performed on (B)(6) 2021 to reinsert the electrode array. However, during the reinsertion surgery resistance was observed and it was visually observed that the array was damaged at channels 5 and 6. Therefore, the user was re-implanted during the same surgery.